Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d4, h4, h.6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "intact implant". This record is for the left side. Device was explanted and replaced. Implant was returned to manufacturer.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted.